Event description:
On (B) (6) 2009, pt's wife reported he has faced 2 low readings in the past 3 weeks which required medical assistance. Wife reported the first incident occurred on (B) (6) 2009, pt had been drinking at that time and his blood glucose readings was 45 mg/dl. She stated she called an ambulance, they gave him glucagon and it took 25 minutes to get the reading back in the normal range. Wife reported they went to the doctor after that and she adjusted his basal rate from 1.6 units per hour for all 24 hours down to 1.5 units for all 24 hours. Wife stated the pt would then face some readings in the 200's mg/dl range, so the pt adjusted his basal rates back to 1.6 units per hour. Pt's target blood glucose range is 140 - 180 mg/dl. Wife reported that on (B) (6) 2009, pt went to bed with a blood glucose reading of 183 mg/dl and took a 1 unit bolus. She stated early this morning his reading was 19 mg/dl; she gave him orange juice and disconnected him from the infusion device. Wife reported his reading still would not come up, so she called the ambulance and they gave him glucagon. She stated 2 hours later, his reading was 110 mg/dl and his last reading was 284 mg/dl. Wife reported he is connected back to the infusion device now. Reminded wife that alcohol will lower blood glucose. Recommended that they call their doctor to let her know of the reading from this morning. No product return was requested. On follow up call on (B) (6) 2010, pt wife reported that after the call on (B) (6) 2009, they spoke with the doctor, she changed his basal rates and "so far, so good". She stated "he was pumping too much.

Manufacturer narrative:
No product will be returned for eval.